Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring greater than 125 ohms. It was noted the shock impedances has gradually increased over the last year. Boston scientific technical services (ts) recommended reprogramming the upper limit oor alert to 150 ohms and continuing to monitor. This rv lead remains in service. No adverse patient effects were reported.